Event description:
Indication: dermatopolymyositis, unspecified, organ involvement unspecified. Home infusion nurse that stated the pump had an error code. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.